Event description:
The affiliate reported the customer alleged falsely elevated creatinine results, for three patients, involving the unicel dxc 800 synchron system. Subsequent analysis of the patient samples, on an alternate dxc 800 system, recovered lower results. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The creatinine module (crem) was returned to beckman coulter for investigation. Traces of dried reagent were observed in the manifold area. Underside of the cup, dried reagent was on one side of the stir motor housing, and on the lower hardness, module chassis and power connector. Dried residue was also observed on top of the reaction cup. The reaction cup debris was missing the stirrer bar and solid dried residue was 1/3 down from the top of the reaction cup. Pressure test was performed; there was no evidence of any air leakage. Precision test was also performed; two replicates were completed with results lower than expected but within range for rack #25 cup #2. The lower results were caused by an artifact observed in the absorbance versus time (avt) plots. The cause of the artifacts could not be determined. A module disassembly was performed. Tubing #51, directing the reagent from the manifold to the syringe, showed two indentation marks. These marks were not visible on the initial inspections as the plastic tags were covering the ID tube. Dried reagent was observed on the insulator cup. Evidence of fluid leak was observed at the detector port where the reagent flows to the detector and the insulator cup. There was no sign of corrosion in the aluminum block which is normally visible due to long term exposure to the reagent. Dried residue was observed on the opposite side of the reaction block, at the top of the reaction cup. The bottom of the reaction cup and the aluminum block showed no evidence of dry residue or corrosion. A small stain was observed on the top left corner of the reaction cup due to reagent accumulation on the surface of the insulator cup. In conclusion, the reported issue could not be duplicated. A definitive cause of the incident is unknown.

Manufacturer narrative:
The field service engineer (fse) replaced the creatinine module and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. Module. The patient samples were collected in 7.0 ml becton dickinson (bd) vacutainer gel tube and stored at room temperature. The samples were analyzed within one hour at 4,000 rpm (revolutions per minute) centrifugation, for eight minutes.